Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d8, h4 and h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty cable unit. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the cable unit and likely due to user handling. As stated in the instructions for use, as a preventive measure: · "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." · "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." · "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. " · "do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. " · "never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." · "never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
This is a combination product the suspect device was returned to olympus; however, the evaluation has not been completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the olympus, model ch-s200-xz-ea, camera head was connected to the olympus, model otv-s300, video system center, an "e226," scope communication error was generated. There was no patient injury, associated with the problem, reported to olympus.